Event description:
The hospital reported that they have had issues with deployment of six heartstring iii devices. Replacement devices were used to complete the procedures. The hospital did not report any patient effects. The hospital returned three of the devices in question. Four devices were reported for lot number 25050177 and two devices were reported for lot number 25047991. The customer was unable to provide the exact event dates; however, the events occurred approximately two to three weeks prior to the date of this report. Refer to MFR report numbers: 2242352-2012-00350, 2242352-2013-01371, 2242352-2013-01372, 2242352-2013-01373, and 2242352-2013-01374 for the related reports.

Manufacturer narrative:
Since the device is not available to be returned to us, a technical eval cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history record review completed for the reported product lot number. There was no nonconformance recorded in the lot history. While we cannot conclusively determine why the hospital experienced issues with loading and/or deploying the heartstring iii devices, an in-service training was conducted with the customer on (B)(4) 2012 to provide add'l guidance on proper techniques for using the device. (B)(4).